Event description:
It was reported that the patient developed an infection and the system was removed approximately 8 weeks after implant. The patient outcome was not provided. Additional information was requested but not available as of the date of this report.

Manufacturer narrative:
Product ID 3778-60, lot#, serial# (B)(4), implanted: 2010 (B)(6), explanted: product type lead, product ID 3778-60, lot#, serial# (B)(4), implanted: 2010 (B)(6), explanted: product type lead, product ID 37743, lot#, serial# (B)(4), implanted: explanted: product type programmer, patient. (B)(4).